Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device failed to discharge when the shock button was pressed. Complainant indicated that the clinician pressed the shock button a second time and the device discharged. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.